Manufacturer narrative:
Further testing by an associate from the manufacturer's quality department also showed failure of the air bubble detector to correctly detect air in the line.

Manufacturer narrative:
The reported complaint was confirmed. The root cause of the reported complaint was due to a supplier workmanship issue of the air bubble detector (abd). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the ultrasonic air sensor to detect air bubbles when there was no air in the tubing. Pressing the reset button did not reset the alarm either. The cables were changed out and the issue remained. It was determined that the air sensor was defective.

Event description:
Updated information indicated that the issue occurred upon receipt of the device.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the unit performed as intended when the unit was connected to the laboratory test setup for air bubble detectors (abds). The threshold for the abd was found to be approximately 350 microliter (ul) and the unit detected fluid when fluid was present. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per a secondary supplier evaluation, destructive testing of the sensor was performed. It was found that the crimps for the transducer were placed backwards with the locking tab away from the housing lock feature. This created a situation that caused an intermittent connection between the transducer and the pcba. The crimps were all inside the housing when it was received but were free to move slightly in and out of the connector housing. A device history record review showed that there was an operator in training for the unit in question. As part of supplier's process, the design of the transducer requires the cable to be terminated inside the connector housing. The crimps were terminated onto the wires by the cable supplier and were inspected per ipc-a-620 during incoming inspection. Additional pullback inspections could be performed to ensure that the pin is locked in to the housing since there is no adequate instruction for pin orientation during installation. The sensor is currently in redesign by the supplier in collaboration with the manufacturer to address manufacturability concerns.

Manufacturer narrative:
The reported issue was discovered during acceptance inspection of air sensors. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity, the air sensor detected air when air was not present. There was no patient involvement.